Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The bulkhead connector on the imaging system mobile view station (mvs) was bypassed, which resolved the issue. Root cause was determined to be a damaged bulkhead connector. The part has not been replaced or returned, since the customer has not approved repair of the system.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was unable to connect to the navigation system. It was reported that the navigation system could pull exams from the hospital network. The use of the imaging system and medtronic navigation was discontinued because of this issue, and the procedure was completed successfully with the use of a c-arm. There was a reported delay of 10 minutes to the procedure and the patient was not impacted.